Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the multiple clip applier was not forming the clips correctly and the tips were crossing over one another. Two instruments were pulled to complete the case with no pt consequence.